Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the case was removed from the pump and the customer was able to load a new cartridge successfully. Customer's blood glucose level was 106mg/dl.